Event description:
The report received indicated that a balloon rupture occurred during a percutaneous transluminal angioplastly. Balloon catheter was withdrawn and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
The intended procedure was stenting of the iliac artery. There was moderate calcification and vessel tortuosity with a 90% stenosis. An unknown stent was deployed followed by post-dilation with a powerflex p3 balloon. The device was prepped according to the IFU. The balloon was inflated using an indeflator, however, it ruptured at less than nominal pressure. No additional patient, lesion/vessel or procedural details were provided. Manufacturing records for lot number r0106347 were reviewed and results indicate the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. The product was not returned for evaluation and testing. With the information provided and without the returned product the exact cause of the reported issue could not be determined however vessel/lesion characteristics may have contributed to the reported event.